Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated she had a diabetic coma; her blood glucose went down to 26 mg/dl. Blood glucose value at the time of the admission was 32 mg/dl. Customer believed it was cause by insulin over delivery. Customer stated that insulin squirts out during prime. The drive support cap appears normal. Customer stated she was disconnected during the prime sequence. The programming on the insulin pump is correct. Customer could not check if the reservoir shows the same amount of insulin as shown in the status screen because the insulin pump did not have a reservoir in use. Customer had been sick with a bad cold. The device was not exposed to a magnetic field. Current blood glucose value 168 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump was programmed with several boluses. Boluses delivered properly. The insulin pump does not get stuck on 0.5u during bolus delivery. No unexpected boluses noted during testing.